Manufacturer narrative:
Date of event. The exact date of the event is unknown, estimated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. It was noted there was fluid leakage in the cuff due to a hole. The aus was explanted. There were no additional patient complications.